Manufacturer narrative:
As reported, the water leaked from the tube of probe between the endo-flo and the handle, prior to use on the patient. The subject device was returned for evaluation. Visual inspection showed that the device was in good condition with no damage found. During sample evaluation, it was noted that no fluid leak was identified from the trumpet valve body, tubing or luer lock connection. Evaluation of the sample could not reproduce the reported event. The trumpet valve & probe tip was found to irrigate as intended with no fluid leaks identified. No manufacturing anomalies were found. Based on the sample evaluation and investigation performed this complaint is unconfirmed for the reported event. It is unclear why the user may have experienced a water leak. The use of this device requires proper set up. Per the instructions-for-use, ¿follow instructions provided with the endo-flo irrigator or other irrigation system of choice for set-up and use with the probe.¿ a review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units release in december, 2019. Sample evaluated.

Event description:
As reported, while using the endo-flo irrigator with trumpet valve & probe tip device on (B)(6) 2020, water leaked from the tube of the probe, between the endo-flo and the handle, prior to use on the patient. There was no reported patient or user injury. The surgeon used another device to complete the procedure.